Event description:
It was reported that intermittently the system would not display an image on the monitor. This may cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.